Event description:
It was observed that during the device evaluation, the generator has a defective oscillation/generator board causing error 433. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. It was also observed that during the device inspection the device kept restarting after switching on and displayed error e433. Based on the results of the investigation, it is likely the following led to the malfunction: circuit board failure and the most likely cause of the circuit board failure was, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device